Event description:
It was reported that the epicardial right atrial (ra) lead exhibited a confirmed fracture and high undefined impedance. The ra lead was initially reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.